Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a coronarography procedure to treat the coronary arteries an aqwire guidewire was being used. It was reported that the coating of the guidewire detached and remained in the patients common femoral artery (cfa) and superficial femoral artery (sfa). The IFU was followed. There was a very high degree of tortuosity with significant calcification reported. The vessel was not pre-dilated. There was severe resistance noted during advancement. The detached component had to be removed by surgery. This issue is reported for 2 guidewires. The patient is reported to be fine after surgery.